Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to the design change to make the power switch more durable, therefore the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. Additionally, it is likely that dust and debris adhered to the product because the user used it in a dusty environment and did not clean it frequently. As a result, the electric contact became unstable when connecting the video connector, the communication of the scope and the video processor fails and creates the occurrence of the b30 error (scope communication error). This issue is addressed in the instructions for use (IFU): "after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The power switch was determined to be a previous version and upgrade to a new version switch deemed necessary. In addition, it was noted that heavy dust and debris were in the video connector, causing a b30 scope communication error.

Event description:
A user facility reported to olympus that the power switch was stuck in the on position. There was no patient injury or harm, associated with the problem, reported to olympus.